Manufacturer narrative:
Reporter¿s phone number: (B)(6). Reporter¿s address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the small battery drive device had a burnt smell and was not functioning. There was no delay due to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning. During repair, it was observed that there was an unknown substance inside of the device, the electronic control unit (ecu) was damaged and the triggers were binding. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.